Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-30752.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-30752. It was reported the patient complained the scs system was causing uncomfortable stimulation. The patient turned off the stimulation after experiencing pain in their bilateral back and legs, the targeted area of the scs system. Reportedly, the pain was subsiding after stimulation was turned off, but their blood pressure was rising. Subsequently, the patient's scs trial leads were removed.